Manufacturer narrative:
Based on the claim against the product by the customer noting the corrosion, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and found the primary failure of thermal damage to be related to the customer reported complaint. The maryland bipolar forceps instrument was analyzed and was found to have charring and localized melting at the grip base and the yaw pulley. This failure is most commonly caused by insulation degradation and carbonized tissue creating a conductive path. The instrument was placed and driven on an in -house system. The instrument passed recognition and engagement. The instrument moved intuitively in all directions and the grips opened and closed properly. The instrument passed the electrical continuity test. The instrument released energy and began arcing almost immediately on several attempts. The complaint regarding corrosion was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is being reported due to the following conclusion: thermal damage at or near the grip base is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to start of a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument plastic near the connection was corroding and retaining debris. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.